Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device did not turn and the motor was jammed. Per service reports, this complaint can be confirmed. It was found during evaluation that the motor was rusty and stuck. Further, the motor cable did not pass the cable screening test and the o-rings were defective. The motor, motor cable and the o-rings were replaced to resolve the issues. The device was cleaned, tested and found to be fully functional. Fluid ingress into the device and contact with the motor is responsible for the rusty motor. Corroded motor has a tendency to stick and not turn. With the available information, we cannot determine the root cause of the other identified failures. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 04/09/2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on an unknown date, it was observed that the 8022 handpc tornado shaver device had a jammed motor that it would not turn. During in-house engineering evaluation, it was determined that the motor was rusty. A replacement device was used to complete the surgery without delay. There were no patient consequences reported. No additional information was provided.